Event description:
The customer reported that they had mastitis and that their freestyle device had low suction.

Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician spoke with the customer on (B)(4) 2012, she indicated that she was experiencing low suction with the pump. The customer then developed mastitis and was in the hospital receiving treatment with antibiotics. The customer confirmed that the new pump she was sent is working well and that she has fully recovered from mastitis. The original product was received by medela on (B)(4) 2012, however an evaluation of the unit was not available at the time of this report. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)).